Event description:
A report was received that the patient underwent an ipg replacement due to communication issues with the remote control (rc). The patient is reportedly doing fine after the revision procedure.

Manufacturer narrative:
A returned product analysis revealed that the complaint of a telemetry anomaly/inability to link was confirmed. Internal visual inspection found an intermittent connection of the battery to pcb fused link. The intermittent fused connector link added impedance to the battery charging circuit resulting in a larger voltage drop being calculated by the microcontroller. This results in the charger thinking the ipg battery is full and double beeping prematurely.

Event description:
A report was received that the patient underwent an ipg replacement due to communication issues with the remote control (rc). The patient is reportedly doing fine after the revision procedure.